Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of deflections signals, leading into pacing inhibition on the rv channel and an asystole of more than two seconds. It is suspected that deflections are from an old, abandoned lead. The oversensing happened during atrial tachy response (atr) episodes. Additionally, the rv lead exhibited high pacing thresholds and noisy signals in the rv and in this left ventricular (lv) lead. It was discussed that there were not indicators of a possible header, seal plug or setscrew issue. Boston scientific technical services (ts) recommended reprogram options. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).